Manufacturer narrative:
This report is for an unknown synthes dynamic condylar system (dcs)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: buttaro, m., comba, f., zanotti, g. And piccaluga, f. (2015), fracture of the c-stem cemented femoral component in revision hip surgery using bone impaction grafting technique: report of 9 cases, hip international, vol. 25 (2), pages 184-187 (argentina). The aim of this study is to present a series of fractures of c-stem femoral component that had been implanted with the use of the impaction bone grafting (ibg) method so to address bone deficiencies in the proximal part of the femur in revision hip arthroplasty. Between 2006 to 2013, a total of 9 patients (6 males and 3 women) with an average age of 65 years (range 40-78 years). The average bmi was 26.5 and the patients presented an average weight of 77 kg (range 65-90 kg). All patients underwent an initial surgery with unknown devices. The patients had an average of 2.7 previous hip surgeries (range 2-5 surgeries) before the stem fracture. One patient who had intraoperative complication of a distal third femoral fracture during final reduction was treated with a dynamic condylar screw (dcs, synthes, paoli, pennsylvania, USA). At last follow-up, an average of 43 months (range 14-64 months). The following complications were reported as follows: 1 patient developed a chronic infection and was reoperated twice, with debridement and retention of components first and then dcs removal. 2 patients died and the causes were not related to the stem fracture or hip disorder. This report is for one patient who developed a chronic infection that was operated twice and subsequently required implant removal. This report is for an unknown synthes dynamic condylar system (dcs). This is report 1 of 1 for (B)(4).